Event description:
Customer complained about sensor reading discrepancy. Customer stated that there is a big difference between the meter and the sensor readings. Customer stated that she receive a low predict alert and since it would not stop alarming; she had to remove the sensor. Customer reported that the sensor glucose was reading 59 mg/dl but her blood glucose was 189 mg/dl with a difference of 68.8 percent. Customer does not use lotion or soap on the site and does not perspire heavily. Customer uses only one meter and it is correctly linked to the insulin pump. Customer was at work and did not have a new sensor to insert. Current blood glucose level is 218 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.